Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped, the battery door and right plunger case were cracked. A review of the event history log identified depleted battery. During the functional testing the reported issue was duplicated. The root cause of the issue was due to normal wear as the battery was over 4 years old. Replaced and fully charged the battery. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump would not stay on, shuts off right away. No patient injury or involvement was reported.